Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed, a follow-up report will be filed.

Event description:
Coopersurgical, inc. Service and repair log number 75315. A retrospective review of the reported complaint condition: "customer has been having large amount of bleeding on patient in blend mode. Last procedure stepped on the foot pedal and display went to zero and had no electricity through the electrode." Indicates a product malfunction which could possibly necessitate intervention to achieve desired outcome. Reference e-complaint number: (B)(4).